Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5x26mm graftmaster stent is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a left femoral to posterior tibial bypass, with an occluded proximal bypass at the anastomosis. Following dilatation with non-abbott balloon catheters, a perforation was noted. Additional dilatation was performed and a 3.5x26mm graftmaster stent was placed distally and a 3.5x16mm graftmaster stent was placed more proximal and overlapping the first graftmaster stent. Proximal extravasation was noted and a non-abbott stent was placed. The blood flow through this area was slow and distal stenosis was noted. Additional balloon angioplasty was performed in the stenosed area, distal to the stents. Improved however still sluggish flow was noted in the bypass graft. The procedure was completed and a posterior tibial signal was noted in the left lower extremity. Reportedly, extravasation was successfully stopped with blood flow return to this limb. Per physician, the graftmaster stents did not cause or contribute to any adverse patient effects or complications. There was no additional information provided.